Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing and shock therapies for multiple non-sustained and supraventricular tachycardia episodes. Egms were not available to recover the report of one of the episodes. A programming change and increasing medication was recommended. No further information is available.